Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the event was not reported. The patient was hospitalized for the event and on an unreported date, the patient began treatment with an unspecific drug infusion for anti-inflammatory treatment. Dianeal therapy was ongoing. At the time of this report the patient was recovered from this peritonitis event. No additional information is available as the reporter declined to provide further information.